Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6 health effect - impact code has been provided as it was unable to be selected on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date: unknown due to unknown lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the tr band was not holding their air. The issue was during inflation attempt with syringe, when air would leak right back out. They resolved the issue by replacing it with a second reg. Band to continue hemostasis. The procedure was a left heart catheterization. There was no patient injury or medical intervention. There was no patient injury, medical/surgical intervention required. Blood loss was less than 250cc.